Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited info provided and no returned device for physical investigation, the cause of the reported retroperitoneal bleed could not be determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use. The review of the lhr (lot f1001402) indicated that the mynx device met all established performance specifications upon shipment.

Event description:
It was reported by an aci sales professional that a pt underwent a coronary intervention on (B) (6) 2010. The mynx was used for femoral arterial closure by a physician in training to the mynx. The stick was at the femoral head, with no noted pvd at the access site. Immediately post procedure, the pt had vagal symptoms. The pt's blood pressure went back up with fluids; however, in recovery pt's blood pressure dropped. Further testing and an ultrasound confirmed the pt had a retroperitoneal bleed (rpb). The pt went to surgery and received a stitch. No further treatment was required. It is unk how long the pt was hospitalized, but it was reported that the pt is doing fine. It was not determined whether the bleeding started during arterial access or after the closure procedure. No further info could be obtained.